Manufacturer narrative:
Preliminary investigation performed by r&d product manager: the photo showed the drill bits broken in the terminal part, where the helix is present. The terminal part is also slightly deformed, showing a possible bending moment applied to the instrument during its use. From the received image it is not possible to determine with certainty the root cause of the event, but probably an excessive bending force was applied to the dril bits during the use. Clinical evaluation performed by medical affairs director part of a fractured drill bit was left in the patient's pelvis. The cause for fracture could be a bending moment applied during drilling. Such a circumstance can be originated by multiple unpredictable factors, and we have no hints in the report to identify a preferred possibility. The consequences of the fragment in the patient's bone are not known. The material of the drill bit is approved for surgical instruments, not for long term implantation. However, being fully embedded in bone represents a reduction of risk. The decision to leave it inside was taken by the surgeon for obvious reasons of minimizing patient harm and we agree with this choice, although we cannot vouch for the long term performance of the instrument inside the pelvis.

Event description:
During the primary hip surgery and while the surgeon was pre drilling for screw placement, the drill bit broke and a fragment was left inside the patient's acetabulum. The surgeon was not able to recover the broken fragment and there was no delay in the case. The surgeon swapped to another flexible drill to complete the case and the surgery was completed successfully. The patient's bone was average type bone for a male with degenerative osteoarthritis.